Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required

Event description:
Patient reported "rupture". Healthcare professional reported later ¿rupture and exchange". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, e2, e3, g2, h6.

Event description:
Healthcare professional confirmed the reported event. Hole, non-specific observed during surgery. The device was explanted and replaced.